Event description:
On 09/23/1998 following a diagnostic procedure, an anglo-seal device was successfully placed in a patient's right groin. The patient was discharged home later that same day. On 09/24/1998, the patient performed fairly strenuous physical activity (cutting firewood); he noticed that a bright red hematoma developed in his groin, and he therefore presented to the emergency room where he was admitted. A doppler was performed which identified a hematoma and a pseudoaneurysm measuring 2.77 x 1.47 cm. A femostop was applied and the patient was held overnight for monitoring. On 09/25/1998 a second doppler was performed. The hematoma and pseudoaneurysm had not responded to the external compression, therefore the pateint was taken to surgery where they were excised. The device was noted to have extruded into the subcutaneous tissue. The device was removed and the patient was discharged on 09/28/1998. As of 10/26/1998 there has been no further report to the manufacturer of complication or patient sequelae.